Event description:
It was reported that during follow up, high impedance and high threshold, noise, sensing anomalies and inappropriate vf detections were observed. Lead anomaly is suspected. Lead remains implanted as the patient is high risk and the physician does not want to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.